Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to a number of the stent wraps with numerous struts raised. There was a kink on the distal shaft distal to the guidewire entry port. (B)(4).

Event description:
During the procedure the physician used a resolute integrity drug eluting stent to treat a lesion in the lad, diagonal, in ostium. 60% stenosis and calcification was present. No damage was noted to the packaging. Device was removed from the hoop without any issues. The device was inspected with no issues noted. Negative prep was performed with no issues. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device, but no excessive force was used. It was reported that stent deformation occurred in vivo during delivery of the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.